Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia empty container had a "tear in the seal of the bag along the bottom of the bag near the hanging port.¿ the device had been compounded with bupivacaine using a baxter compounding pump. The issue was noted when the end user opened the shipping box containing the device and found it to be leaking. There was no damage noted to the shipping box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted an opening in the hanging part of the bag. The reported condition was verified. The cause was material manufacturing. Should additional relevant information become available, a supplemental report will be submitted.